Event description:
The customer reported a motor error alarm during the rewind process. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting could not be conducted due to the alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded / loose drive support disk. The motor passed the motor test. The insulin pump had a missing end cap sticker.